Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons and intermittently would not power on. The customer also advised that when their device did power on, the device would power on and prompt, ¿call for help now¿, and then turn off. There was no patient use associated with this event.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons and intermittently would not power on. The customer also advised that when their device did power on, the device would power on and prompt, ¿call for help now¿, and then turn off. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported power issue; however the reported issue of all icons displayed was not verified. The charge-pak and attention icons were displayed but not the service wrench icon. It is likely if the internal hlc batteries were depleted enough, the readiness indicator would not have adequate power to illuminate the black square that covers the service wrench icon. The cause of the reported power issue was determined to be due to an electrically leaky filter, designator fl9 from the analog pcb assembly. It is likely that there is process residue under filter fl9. The leaky filter caused the internal hlc batteries to become depleted. The customer was provided with a replacement device.